Event description:
The customer reported the tip cover accessory has holes on the side. No patient harm, adverse outcome or injury was reported. The following medwatch report was sent to the FDA relating to this event: 2955842-2008-01126.

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering found multiple holes in the silicone with localized melting around all holes that is indicative or arcing. All of the damage is contained within one half of the silicone, between the two parting lines. The holes are all under .030 inches with varying shapes, round and oblong, and are located from .275 inches to .530 inches above the silicone to sleeve interface. Multiple holes indicate multiple arcing events occurred. The tip cover also has various mechanical tears in the general vicinity of the holes, likely due to instrument collisions or repeated instrument wrist articulations. Engineering concluded that arcing is likely due to insufficient silicone dielectric strength, with strength weakened due to instrument collisions. High generator settings may have also contributed to arcing. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.